Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection and straps were found inside cannula shaft. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2016 and the absorbable straps were used. During the procedure, the initial tacker would not deploy tacks with force and would not penetrate the peritoneum when fired. The case was completed with another like device. There were no patient consequences reported. No further information is available.